Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found the lens optic torn. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single piece lens but the lens was removed due to the surgeon changing his mind. The lens was unstable in the capsule bag and the bag was too small for the lens. The lens was removed with no patient injury and an (B)(4) lens was implanted. The reporter stated the event was not lens related.